Event description:
It was reported that the vns pt's device showed high lead impedance during diagnostic testing. It was indicated that the pt also has been experiencing an increase in seizures, below pre-vns baseline, due to loss of therapy from the high lead impedance issue. Follow-up revealed that there was no pt manipulation or trauma to the device. The pt's device has been turned off. The pt has been scheduled for a surgical consult.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.